Event description:
The pt felt a 'massive tingling' sensation in his arm when he went through a security gate at a library. The sensation continued for hours afterward. The deep brain stimulators were on during the exposure. The pt was at home; his status was good. He had not experienced any adverse changes to deep brain stimulator therapy since exposure to the security gate. Please see MFR. Report #3004209178-2009-09737. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)